Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure,the device misfired on the small bowel. The surgeon said the staples didn`t form consistently. A second gun was used and fired well. There were no adverse consequences for the patient. (B)(4)